Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The device is being returned and the customer received a replacement pump.